Manufacturer narrative:
This report is being supplemented to provide the device's manufacturing date.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue, nor did it require any reworks. Based on the results of the investigation, it was determined this failure was due to fiber handling. The break or fracture occurred due to stressing the fiber which lead to energy escaping the fiber causing the outer jacket to ignite/burn. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 11-jun-2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, stress to the device likely caused the issue. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that during an unspecified procedure, the laser fiber burned off at the connector end. The customer mentioned that the fiber was burned above the magnetic connector in the small 2¿ space before the fiber starts however, there was no damage to the soltive laser system. The laser fiber was replaced and the procedure was successfully completed. During a standard service inspection of the customer returned device, broken fiber was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This device was returned and inspected. The fiber was returned in an autoclaved sterile pouch. The cap was placed on the proximal end and the fiber was broken into two pieces. Due to the sealed packaging, it was unclear how far from the distal end the break in the fiber occurred. A root cause analysis performed determined that the failure was due to a fiber handling issue. The event description states that the ¿fiber burned off at the connector end during a procedure¿. This indicates that the fiber was working at the beginning of the procedure and at some point the fiber failed due to energy escaping and burning the outer jacket. This can only happen if there is a break or fracture in the fiber. The fiber was most likely stressed which caused the failure. Stressing the fiber to the point of failure is considered mishandling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.